Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, surgical intervention was required to treat the thrombosis the device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Due diligence attempts have been made to obtain the status of the explanted device for return. At this time no additional information was received. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
Through review of article "early failure of a bioprosthetic aortic valve due to thrombus formation while on rivaroxaban" author robert j. Leatherby et al., it was learned that this 21mm valve was explanted from an (B)(6) female after an implant duration of approximately 2 years due to degeneration and thrombosis. High gradients were also observed (28.8 mmhg). Transoesophageal echocardiography (toe) revealed thickened leaflets with abnormal motility. On explant, the aortic valve appeared to be degenerated with a mass evident between 2 leaflets. The valve was replaced with a 19mm bioprosthetic valve after annular sizing. The explanted bioprosthesis was sent for histopathology examination, and the mass was found to be thrombotic in nature, being composed of fibrin. Postoperatively, the patient was changed from rivaroxaban to warfarin therapy for the management of her af.